Manufacturer narrative:
Company comments: a patient of unspecified demography underwent a CT colonography with a retention balloon catheter and an automated co2 insufflation device. Between six hours and four days after the procedure, the radiologist incidentally discovered extra-luminal gas and diagnosed a luminal perforation. The exact site of the perforation was difficult to establish, because no obvious cause of the perforation was attributed, however, extra-luminal gas was located intraperitoneally surrounding the cecum. The patient was entirely asymptomatic and felt well and he/she was treated at home conservatively. Asymptomatic colonic perforation has been very rarely observed during CT colonography. In this case, it was not confirmed that the ezem co2 insufflator was used. Therefore, a relationship between the ezem co2 insufflator and the luminal perforation is unassessable.

Event description:
Narrative: march 24, 2013: due to a request from a regulatory authority, a literature search was conducted and bracco spa became aware of this literature case which was forwarded to quintiles ls (operating on behalf of bracco) on march 29, 2013. In 2005 a national survey was conducted to evaluate complications associated with CT colonography. A telephone questionnaire was conducted in 50 centers concerning 17067 CT colonography examinations in patients with symptoms of colorectal cancer (e.g. Change in bowel habits, rectal bleeding and weight loss). If a serious adverse event was identified, the respective center was contacted again and further questions related to the adverse event were asked in detail, e.g. Diagnosis, clinical severity, treatment, ultimate outcome of the event or details of anatomic distribution of gas in patients with luminal perforation. Among the 17067 patients 13 had a potentially serious adverse event related to the procedure. Nine luminal perforations were detected (four asymptomatic, five symptomatic). In five of the nine patients, the perforation had an attributable cause. A patient of unspecified demography (patient no. 4) underwent a CT colonography with a retention balloon catheter and an automated co2 insufflation device. Between six hours and four days after the procedure the radiologist incidentally discovered extra-luminal gas and diagnosed a luminal perforation. The exact site of the perforation was difficult to establish, because no obvious cause of the perforation was attributed, however, extra-luminal gas was located intraperitoneally surrounding the cecum. The patient was entirely asymptomatic, had already returned home and felt well. The patient was subsequently contacted and treated at home conservatively. The reporter considered the event as potentially serious. Discussion: CT colonography is exquisitely sensitive for extra-luminal gas, therefore even asymptomatic perforations can be detected. The automated device allows rectal pressure to be monitored and insufflation is ceased if rectal pressure increases to more than 25 mmhg. The perforation occurred in the cecum which is the colonic segment most prone to perforation. The author therefore suggests that further research for quantification of the intraluminal pressures generated by automated insufflation devices in different colonic segments should be undertaken. Outcome: resolved. This case is medically closed. Corrective treatment: conservative treatment at home citation: burling d, halligan s, slater a, noakes mj, taylor sa: potentially serious adverse events at CT colonography in symptomatic patients: national survey of the united kingdom. Radiology: volume 239 no. 2 - may 2006: 464-471. Worldwide case ID: (B)(4); linked report(s): (B)(4).